Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three returned samples of lot code tku055. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed one other similar event for the reported lot. This other event remains to be investigated at this time. Trend request (B)(4) has been submitted. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned samples of the reported lot code tku055 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the returned samples it is not possible to replicate this event.

Event description:
It was reported by rep that "simplex cement 6197-1-001, lot tku055 hardens to fast. This hospital has used this cement for many years and all nurses are well trained. The surgeon did a shoulder prosthesis surgery. Usually the nurse mix the cement, hands the cement to the surgeon and he files the humerus canal with cement. After that he slides the shoulder prosthesis into the canal¿but at this specific time he was not able to slide the prosthesis into the canal because the cement has hardened to fast. He had to remove the prosthesis (with only had got half way in) and all the cement and start all over with new cement and prosthesis. The cement has been stored like all other cements in the hospital the temperature was the same as always in the o.r."

Event description:
It was reported by rep that "simplex cement 6197-1-001 lot tku055 hardens to fast. This hospital has used this cement for many years and all nurses are well trained. The surgeon did a shoulder prosthesis surgery. Usually the nurse mix the cement, hands the cement to the surgeon and he files the humerus canal with cement. After that he slides the shoulder prosthesis into the canal¿but at this specific time he was not able to slide the prosthesis into the canal because the cement has hardened to fast. He had to remove the prosthesis (with only had got half way in) and all the cement and start all over with new cement and prosthesis. The cement has been stored like all other cements in the hospital the temperature was the same as always in the operating room."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.